Manufacturer narrative:
(B)(4). Investigation: the disposable kit was not returned for analysis. However, the run data file (rdf) files were evaluated and the analysis showed that the upper and lower level sensors are not agreeing. The presence of this alarm indicates that the sensor is not functioning correctly or that the customer is experiencing bad clotting in the reservoir. The patient was coughing during the procedure. It was confirmed that this patient was presenting with the coughing before the procedure. DHR was reviewed and no issues were found. The checkout of the equipment did not reveal issues with the level sensor. However, the centrifuge pressure sensor was found to be out of calibration. This would cause the issue noted. Conclusion; the equipment alarmed as expected in a fail-safe manner. The patient coughing was not caused by the procedure or the equipment.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The customer reported two separate incidents with level sensor issues. They both involved a liver transplant patient and during the procedure there was a low level too low alarm with an "interface adjusting" message. Further neither the pumps nor the centrifuge were running. About one and a half hours into the procedure and during interface adjusting, the optia system generated a low level too low alarm. The operator is instructed to end the run and cannot perform rinseback. Had to select end run. The patient was coughing throughout the procedure. The equipment alarmed as expected in a fail-safe manner. The patient coughing was not caused by the procedure or the equipment. The customer was contacted to obtain patient identifier information (patient ID, weight, age, and gender), but the customer was unwilling to provide this information to caridianbct. This report is being filed due to the patient coughing reaction.